Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station screen was frozen. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the customer reported a frozen screen that prevented login to the station. As the field service engineer (fse) provided over-the-phone troubleshooting support and instructed the customer to disconnect the refrigerator cable and reboot the main pyxis station. After the reboot was completed, the customer confirmed that the station was operating normally and that login was successful. The system functioned as intended after the field service engineer guided the customer to resolve the issue.